Event description:
It was reported that inappropriate therapy was delivered due to noise on the ventricular channel. No intervention was performed. The physician decided to monitor the patient. The patient's condition was good after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was capped.